Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found constant noise on the ventricle sensing input. The cause of the noise was anomalous oscillations on the hybrid. The oscillations were caused by an anomalous capacitor connection.

Event description:
This report is to advise of an event observed during analysis.